Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, original cup placed in 2000. It rotated around its own axis and was unstable prompting a revision. Surgeon revised the cup to non-stryker product and replaced femoral head with new stryker femoral head.